Event description:
The patient's mother reported the controller and battery "..looks like controller melted on the battery and smells like plastic burning." A new replacement battery and controller was sent to the patient. No serious injury occurred.